Event description:
During surgery on (B) (6) 2010, the acufix 2 level spiked plate broke while the surgeon was inserting screw. The surgeon had to remove that plate and replace it with another plate.

Manufacturer narrative:
Requests have been made for the return of the product, and evaluation is pending upon completed investigation of the product.